Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Evaluation, conclusions - (no device failure): based on the complaint history, it was determined that the root cause of this event was due to physician technique and was not device related. Lens was discarded by the facility.

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic into the patient's eye. The lens went through the capsular bag. A vitrectomy was performed, the incision was enlarged, the lens was removed in pieces and discarded. A non staar (anterior chamber ) lens was implanted and four sutures were used to close the wound. Reporter stated the cause of this incident was due to physician technique. There was no device malfunction.